Event description:
The pt's nurse reported that the pt came to the hospital on (B)(6) 2012 with ketoacidosis and very high blood glucose. The pt's blood glucose measured 59 mmol (1062 mg/dl). Nurse reported the pt is in serious condition in the intensive care unit. She stated e4 (occlusion) error had been displayed about 13 times on the infusion device. The time and date were not programmed correctly. The nurse stated she would return the infusion device and insulin cartridge for eval. The infusion set had been discarded.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in a supplemental report.